Event description:
On (B)(6) 2025 it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with pd catheter (not a fresenius product) infection. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse could not confirm if the patient had a pd culture obtained in the hospital. However, the nurse confirmed that the patient was diagnosed with peritonitis. Per the nurse, the patient also had concomitant pd catheter (not a fresenius product) infection. The patient was treated with intravenous (IV) antibiotics in the hospital (details are unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, om (B)(6) 2025, the patient was discharged from the hospital and currently continues hemodialysis on an outpatient basis. The nurse stated the patient recovered from the event. The pd nurse confirmed that the patient did not have any fluid leaks or issues/malfunctions with fresenius products in relation to the peritonitis event. The pd nurse indicated the peritonitis was attributed to the pd catheter (not a fresenius product). The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).